Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized for ketones with a high blood glucose level of over 300 mg/dl. The caller stated that they felt symptoms of vomiting. The caller states that the battery life does not last long in their insulin pump even after having their batteries replaced. The customer was assisted with setting up the meter to their insulin pump. The customer did not return the product back for analysis.